Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the orientation of the lens changed one week postoperatively and repositioning of the lens was performed. Patient presented with myopic refractive error after intervention and the surgeon noticed that lens is not in the proper position. The surgeon is uncertain if the large capsular bag contributed to the event. According to the surgeon, vision is good but patient is not happy with the residual refractive error.